Event description:
A quick vue one step hcg combo test kit was used for a patient from lot # 701557. The test result came back invalid because the small box did not have a line showing. The pt was asked if she could urinate again and she was able to. With the 2nd urine specimen two tests were run with the same lot#701557 and one test came back negative and one came back invalid. Three days later, the company's technical support line was called who stated the usual reason for an invalid test was not enough specimen; medication blocking the findings: when asked which drugs she stated she had heard this but the company had not completed any testing, that it was a chemical rule of drug blocking process through the kidneys. The next day I ran a test on 3 kits, lot #701935 with positive control solution lot# 153408 ex. Dec 3, 2005. The results showed 2 positive and 1 invalid test, all had the 4 drops and read at 3 minutes with a timer used. The inidividual kit later had more drops applied and remianed invalid. The kits were taken out of use in july 2005.